Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/17/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side starting from the case seal. During testing, the display was found to be dim, faded, and discolored. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing. (B)(6).